Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred on the date of explant.